Manufacturer narrative:
(B)(4). Investigation summary: the customer did not have a sample available for evaluation. The device history record for the lot of the circuit reported (part (B)(4), lot# y09e1411) was reviewed and no issues related to this report were observed. The product was produced and released according to procedures. The manufacturing process was reviewed and no problems were found related to the issue reported. (B)(4). The use of alcohol with a component made with this resin could cause some cracking due to the residual molding stress. It was confirmed that no solvent is used in the assembly process of the wye with the connectors. The root cause has not yet been determined; a CAPA has been initiated to complete the failure investigation and corrective action implementation. A material change is being considered to use a resin material with more resistance to solvents.

Event description:
The customer reported to carefusion a problem that occurred while using respiratory circuit part# (B)(4). A leak was noted during ventilation of a patient. Initially, the clinician believed the leak was occurring due to a small endotracheal tube (ett). The ett was replaced on the patient; however there was still a leak of air. Cracks in the wye connector of the respiratory circuit were discovered where the flow sensor is attached. There was no serious injury reported as a result. An incident report was filed at the customer facility due to the unnecessary replacement of the ett tube that occurred.